Manufacturer narrative:
Patient¿s date of birth is unknown; however, the patient is reportedly in her 40¿s. It is unknown when the patient first developed the infection. (B)(4). The original implant procedure took place on an unknown day in (B)(6) 2015. Per facility, the complainant parts have been discarded and are, therefore, not available for evaluation. (B)(4) revision procedure that took place due to the confirmed c-diff infection. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: manufacturing location: (B)(4) - manufacturing date: june 22, 2015 - expiration date: may 31, 2025. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The sterility documentation was reviewed and determined to be conforming as well. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient developed a clostridium difficile (c-diff) infection sometime after a trochanteric fixation nail advanced (tfna) implant procedure. The tfna construct was originally implanted in (B)(6) 2015. Due to the infection, the patient returned to the operating room on (B)(6) 2015 to have the original hardware removed. All devices were removed intact and the patient was flushed with antibiotics. The patient was not implanted with a new construct until a few days later. On (B)(6) 2015, the patient underwent another procedure to have a new tfn system implanted. The patient was reportedly non-compliant during her recovery from the initial surgery, but noted to be stable following the revision procedures. This report is 1 of 3 for (B)(4).